Manufacturer narrative:
A ge service representative performed an onsite investigation. The tech processor pcb/eeprom ics unit was evaluated and identified as requiring replacement. The reported component was ordered and the problem was to be resolved by the customer. No additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.